Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), device breakage ('device breakage'), embedded device ('migration of essure device location of device: uterus/ piece of the device had migrated and embedded into the uterus'), pregnancy with contraceptive device ('pregnancy (with complications)'), premature labour ('pre-term labor'), premature delivery ('premature delivery'), idiopathic intracranial hypertension ('pseudo tumor cerebri') and thyroid cancer ('thyroid cancer') in a 34-year-old female patient who had essure (batch no. 664443) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 1997, (B)(6) 2005, (B)(6) 2008), miscarriage and intracranial hypertension. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2011 to (B)(6) 2012 for menorrhagia as well as cromoglicic acid (cromolyn) since (B)(6) 2017, hydrochlorothiazide (hctz) since 2016, lisinopril since 2017 and salbutamol sulfate (ventolin hfa) since 2016. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced mood swings ("mood swings"), night sweats ("night sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal)/vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vision blurred ("blurry vision"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced anaemia ("anemia"), 2 years 9 months after insertion of essure. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced idiopathic intracranial hypertension (seriousness criteria disability and medically significant). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: uterus/ piece of the device had migrated and embedded into the uterus"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced premature labour (seriousness criterion medically significant), premature delivery (seriousness criterion medically significant), abdominal pain ("abdominal pain") and headache ("headaches") and was found to have thyroid cancer (seriousness criterion medically significant). The patient was treated with blood transfusion and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device breakage, embedded device, pregnancy with contraceptive device, premature labour, premature delivery, device expulsion, idiopathic intracranial hypertension, thyroid cancer, mood swings, night sweats, vaginal haemorrhage, menorrhagia, migraine, anaemia, dysmenorrhoea, vision blurred, fatigue and headache outcome was unknown and the dyspareunia and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, anaemia, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, headache, idiopathic intracranial hypertension, menorrhagia, migraine, mood swings, night sweats, pregnancy with contraceptive device, premature delivery, premature labour, thyroid cancer, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2009 and (B)(6) 2010. The baby died shortly after birth. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2017: pregnant. Hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2017: pregnant. Amendment: the report was amended for the following reason: after internal review, the events pregnancy with contraceptive device and premature labour were upgraded to incident. Event premature delivery was added. Outcome of pregnancy was updated. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), device breakage ('device breakage'), embedded device ('migration of essure device location of device: uterus/ piece of the device had migrated and embedded into the uterus'), pregnancy with contraceptive device ('pregnancy (with complications)'), premature labour ('pre-term labor'), premature delivery ('premature delivery'), idiopathic intracranial hypertension ('pseudo tumor cerebri') and thyroid cancer ('thyroid cancer') in a 34-year-old female patient who had essure (batch no. 664443) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 1997, (B)(6) 2005, (B)(6) 2008), miscarriage and intracranial hypertension. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2011 to (B)(6) 2012 for menorrhagia as well as cromoglycic acid (cromolyn) since (B)(6) 2017, hydrochlorothiazide (hctz) since 2016, lisinopril since 2017 and salbutamol sulfate (ventolin hfa) since 2016. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), mood swings ("mood swings") and night sweats ("night sweats"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches") and vision blurred ("blurry vision"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced anaemia ("anemia"), 2 years 9 months after insertion of essure. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced idiopathic intracranial hypertension (seriousness criteria disability and medically significant). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: uterus/ piece of the device had migrated and embedded into the uterus"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced premature labour (seriousness criterion medically significant), premature delivery (seriousness criterion medically significant), abdominal pain ("abdominal pain") and headache ("headaches") and was found to have thyroid cancer (seriousness criterion medically significant). The patient was treated with blood transfusion and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device breakage, embedded device, pregnancy with contraceptive device, premature labour, premature delivery, idiopathic intracranial hypertension, thyroid cancer, device expulsion, dysmenorrhoea, vaginal haemorrhage, menorrhagia, mood swings, night sweats, migraine, headache, anaemia, vision blurred and fatigue outcome was unknown and the abdominal pain and dyspareunia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, anaemia, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, headache, idiopathic intracranial hypertension, menorrhagia, migraine, mood swings, night sweats, pregnancy with contraceptive device, premature delivery, premature labour, thyroid cancer, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2009 and (B)(6) 2010. The baby died shortly after birth. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2017: pregnant. Hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2017: pregnant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/a portion of the steel inner coil slicking out from the ostia/malposition of essure coils'), device breakage ('device breakage'), embedded device ('migration of essure device location of device: uterus/ piece of the device had migrated and embedded into the uterus/malposition of essure coils'), pregnancy with contraceptive device ('pregnancy (with complications)'), premature labour ('pre-term labor'), premature delivery ('premature delivery'), idiopathic intracranial hypertension ('pseudo tumor cerebri') and thyroid cancer ('thyroid cancer') in a 34-year-old female patient who had essure (batch no. 664443) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 1997, (B)(6) 2005, (B)(6) 2008), miscarriage, intracranial hypertension, hypertension, anemia, asthma, pelvic pain female and nontoxic uninodular goiter. Concurrent conditions included abdominal pain, drug hypersensitivity, iron deficiency anemia, nausea, vomiting, right upper quadrant pain, hepatic steatosis, headache, ovarian cystectomy, elevated bp, swelling nos, pseudotumor cerebri, iron deficiency anemia secondary to blood loss (chronic), ovarian cystectomy, dysphonia, goiter, allergic rhinitis, paratubal cyst, menstruation irregular, menstruation irregular, left lower quadrant pain, uterine bleeding and ovarian cyst. Concomitant products included formoterol fumarate;mometasone furoate (dulera) for asthma, ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2011 to (B)(6) 2012 for menorrhagia as well as amlodipine, cromoglicate sodium (cromolyn sod), cromoglicic acid (cromolyn) since (B)(6) 2017, hydrochlorothiazide (hctz) since 2016, lisinopril since 2017, salbutamol and salbutamol sulfate (ventolin hfa) since 2016. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), mood swings ("mood swings") and night sweats ("night sweats"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches") and vision blurred ("blurry vision"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced anaemia ("anemia"), 2 years 9 months after insertion of essure. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced idiopathic intracranial hypertension (seriousness criteria disability and medically significant). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: uterus/ piece of the device had migrated and embedded into the uterus"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2019, the patient was found to have thyroid cancer (seriousness criterion medically significant). On an unknown date, the patient experienced premature labour (seriousness criteria medically significant and intervention required), premature delivery (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and headache ("headaches"). The patient was treated with blood transfusion and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device breakage, embedded device, pregnancy with contraceptive device, premature labour, premature delivery, idiopathic intracranial hypertension, thyroid cancer, device expulsion, vaginal haemorrhage, menorrhagia, mood swings, night sweats, migraine, headache, anaemia, vision blurred and fatigue outcome was unknown and the abdominal pain, dysmenorrhoea and dyspareunia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, anaemia, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, headache, idiopathic intracranial hypertension, menorrhagia, migraine, mood swings, night sweats, pregnancy with contraceptive device, premature delivery, premature labour, thyroid cancer, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2009 and (B)(6) 2010. The baby died shortly after birth. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2017: pregnant. Computerised tomogram abdomen - on (B)(6) 2017: no acute abnormality within the abdomen or pelvis. No acute osseous abnormality or blunt trauma to the solid organs of the abdomen. Fibroid uterus. Computerised tomogram head - on (B)(6) 2012: unremarkable. Hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion 1.essure device catheters are present to the right and left lateral aspect of the contrast-filled intrauterine cavity. There is no evidence of displacement within the intrauterine cavity although the positioning of the catheters relative to the 2 cannot be made by hysterosalpingogram study.. Pathology test - on (B)(6) 2018: a. Fallopian tube, left, salpingectomy: fallopian tube with paratubal cyst 8. Fallopian tube with device, right, salpingectomy: fallopian tube with paratubal cyst. Pregnancy test urine - on (B)(6) 2017: pregnant. Ultrasound abdomen - on (B)(6) 2017: impression: 1. No acute sonographic abnormality in the right upper quadrant. 2. Mild hepatic steatosis. Ultrasound pelvis - on (B)(6) 2017: 1. No definite acute sonographic abnormality. 2. Intrauterine device is located within the endometrial cavity. Per the technologist. Note there is suspicion for mal rotation of the device to the right, recommend correlation on physical exam.. Concerning the injuries reported in this case, the following one was confirmed in patients medical record: heavy menses". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Event "dysmenorrhea" outcome was updated to recovered/resolved. On 21-nov-2019: plaintiff fact sheet received. No new clinical information. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), device breakage ('device breakage'), embedded device ('migration of essure device location of device: uterus/ piece of the device had migrated and embedded into the uterus'), pregnancy with contraceptive device ('pregnancy (with complications)'), premature labour ('pre-term labor'), premature delivery ('premature delivery'), idiopathic intracranial hypertension ('pseudo tumor cerebri') and thyroid cancer ('thyroid cancer') in a 34-year-old female patient who had essure (batch no. 664443) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ( (B)(6) 1997, (B)(6)2005, (B)(6)2008), miscarriage and intracranial hypertension. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2011 to (B)(6) 2012 for menorrhagia as well as cromoglicic acid (cromolyn) since august 2017, hydrochlorothiazide (hctz) since 2016, lisinopril since 2017 and salbutamol sulfate (ventolin hfa) since 2016. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), mood swings ("mood swings") and night sweats ("night sweats"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches") and vision blurred ("blurry vision"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced anaemia ("anemia"), 2 years 9 months after insertion of essure. In (B)(6)2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced idiopathic intracranial hypertension (seriousness criteria disability and medically significant). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: uterus/ piece of the device had migrated and embedded into the uterus"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced premature labour (seriousness criterion medically significant), premature delivery (seriousness criterion medically significant), abdominal pain ("abdominal pain") and headache ("headaches") and was found to have thyroid cancer (seriousness criterion medically significant). The patient was treated with blood transfusion and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device breakage, embedded device, pregnancy with contraceptive device, premature labour, premature delivery, idiopathic intracranial hypertension, thyroid cancer, device expulsion, dysmenorrhoea, vaginal haemorrhage, menorrhagia, mood swings, night sweats, migraine, headache, anaemia, vision blurred and fatigue outcome was unknown and the abdominal pain and dyspareunia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, anaemia, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, headache, idiopathic intracranial hypertension, menorrhagia, migraine, mood swings, night sweats, pregnancy with contraceptive device, premature delivery, premature labour, thyroid cancer, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2009 and (B)(6) 2010. The baby died shortly after birth. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2017: pregnant. Hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2017: pregnant. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical compliant. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), device breakage ('device breakage'), embedded device ('migration of essure device location of device: uterus/ piece of the device had migrated and embedded into the uterus'), pregnancy with contraceptive device ('pregnancy (with complications)'), idiopathic intracranial hypertension ('pseudo tumor cerebri'), premature labour ('pre-term labor, premature delivery') and thyroid cancer ('thyroid cancer') in a (B)(6) year old female patient who had essure (batch no. 664443) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 1997, (B)(6) 2005, (B)(6) 2008), recurrent abortion and intracranial hypertension. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2011 to (B)(6) 2012 for menorrhagia as well as cromoglicic acid (cromolyn) since (B)(6) 2017, hydrochlorothiazide (hctz) since 2016, lisinopril since 2017 and salbutamol sulfate (ventolin hfa) since 2016. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced mood swings ("mood swings"), night sweats ("night sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal)/vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vision blurred ("blurry vision"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced anaemia ("anemia"), 2 years 9 months after insertion of essure. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced idiopathic intracranial hypertension (seriousness criteria disability and medically significant). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: uterus/ piece of the device had migrated and embedded into the uterus"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced premature labour (seriousness criterion medically significant), abdominal pain ("abdominal pain") and headache ("headaches") and was found to have thyroid cancer (seriousness criterion medically significant). The patient was treated with blood transfusion and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device breakage, embedded device, device expulsion, pregnancy with contraceptive device, idiopathic intracranial hypertension, premature labour, thyroid cancer, mood swings, night sweats, vaginal haemorrhage, menorrhagia, migraine, anaemia, dysmenorrhoea, vision blurred, fatigue and headache outcome was unknown and the dyspareunia and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anaemia, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, headache, idiopathic intracranial hypertension, menorrhagia, migraine, mood swings, night sweats, pregnancy with contraceptive device, premature labour, thyroid cancer, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2009 and (B)(6) 2010. She did not allege that essure caused birth defects. This mother case linked with child case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): blood test on an unknown date: pregnant. Hysterosalpingogram on (B)(6) 2017: total bilateral occlusion. Pregnancy test urine on an unknown date: pregnant. Most recent follow-up information incorporated above includes: on 8-aug-2019: plaintiff fact sheet were received-event ¿injury¿ was updated to¿ pregnancy (with complications)¿, events-, perforation (fallopian tube(s)), migration of essure device location of device: uterus/ piece of the device had migrated and embedded into the uterus, pseudo tumor cerebri, device breakage, mood swings, night sweats, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines / headaches, anemia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), thyroid cancer, abdominal pain, blurry vision, fatigue, pre-term labor, premature delivery and device ineffective¿, lot number, medical history, concurrent condition and concomitant medication were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.